Event description:
The customer reported the system will not boot. No humans are used on this product, on animals.

Manufacturer narrative:
The service rep replaced the s-ram. System now boots normally. System now working properly.